Event description:
Event: conversion to open surgical repair. Case details: it was reported that a previously implanted competitor's graft had migrated 5 cm distally, was folded within the aorta, and was 80% occluded. The physician attempted to deploy an aortoiliac graft within the existing graft. During unjacketing of the device, the jacket tore, partially exposing the hooks. The patient was converted to open surgical repair. The patient was doing well as of this report.